Manufacturer narrative:
The specimen was collected in 3ml edta and stored at room temperature. The sample was processed in the manual mode. Raw data was requested for the investigation, but was not provided. Complete manual smear results were requested, but were not provided for further evaluation of the 5-part differential parameters and hence, the instrument differential parameters could not be assessed based on manual smear. The root cause for the erroneous low mo%, high ne% results is unknown, as there was insufficient information provided for the investigation. However, instrument-generated flags were provided to alert the operator to review the results. Per product labeling: "as appropriate, the lh 500 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message."

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 500 hematology analyzer generated low mo% differential results when compared to the rerun results obtained from the coulter lh750 hematology analyzer for one patient. The lh 500 lab report showed normal mo% count. An ''imm ne 1'' instrument-generated flag was provided for the differential. After repeating the same specimen on lh 750, the lab report showed 19.9% monocytosis. The customer indicated that 23% plasmacytes were confirmed by manual smear review and believed the results from the lh750 instrument were correct for this reason. As a consequence, the ne% results were also indicated as erroneous high based on review of the data provided.